Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated the device got wet while being in the rain; customer stated there is fluid under the screen. Customer stated she does not use the sensor feature and is unable to rewind the insulin pump. Blood glucose level 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The motor error could not be confirmed due to the blank display. However, a corroded motor home switch was noted. The insulin pump had a cracked reservoir tube lip and a scratched display window.